Manufacturer narrative:
Section b3: date of event is estimated. The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to patient¿s ipg reaching end of life. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the ipg was approaching end of life (eol). Programmer displayed error message ¿replace generator soon.¿ surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.